Event description:
Breast cyst/infection leading to foreign body granuloma and ultrasound showing ruptured breast implants and removal of granuloma. Still sick and infected recommended to have implants removed. Possible cause of much inflammatory illnesses experienced for over a decade due to breast implants and their toxicity which I was never informed or warned about. Told completely safe and they are not safe. They leach chemicals into your body from the moment you get them. Now fearing for life.